Event description:
Ous MDR - after an implantation period of approximately 62 months, elevated shock impedance values greater than 150 ohm were reported via home monitoring. As this phenomenon could be confirmed during an in-house follow-up, it was decided to replace the lead. A lead fragment only was explanted, but not yet returned to biotronik.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 51 cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal part including the yoke and the connector pin was not returned. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Furthermore, a deformation of the fixation helix was found which most likely occurred due to mechanical forces applied during the extraction procedure. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.